Event description:
It was reported that a spectrum infusion pump had upstream occlusion alarm triggered often during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information d9, h3, h6 and h11. H11: the device was received for evaluation. During functional testing, upstream occlusion was reproduced. A review of the event history log revealed upstream occlusion messages. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The cause of the condition was determined to be ultrasonic sensor out of specifications and ultrasonic sensor tape missing. The ultrasonic sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.